Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: france. The threads fray and are less solid but especially they do not hold in time, which leads to lapses of sutures, which is very problematic especially in the mouth: detachment of the strips of reconstruction, so delayed feeding, scarring and radiotherapy. They are very poorly tolerated subcutaneously: very inflammatory, they externalize and lead to micro-abscess and thus very ugly scars, enlarged and inflammatory.

Manufacturer narrative:
Samples received: none. We have not received information regarding the possible novosyn codes involved in this case. Without this information a proper analysis cannot be done as the review of the batch manufacturing records cannot be done either. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or information regarding the reference involved is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that 1 x braun catgut was received, manu code f11454095, back from our customer due to it being faulty, the wire has snapped.

Manufacturer narrative:
(B)(4). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market 305 units of this code-batch. There are no units in stock. Thread is tangled into the cassette and broken near the rubber valve. Thread into the cassette becomes tangled when it is pulled out with a large and fast movement, so reel spins free and some turns of thread comes out from the reel core. Pulling thread after this situation gets thread tangled. As the thread was tangled in the reel, when pulling the thread, it broke due to the extraction was too hard. Final conclusion: taking into account that the cassette received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample. Thread is tangled into the cassette and broken near the rubber valve. Thread into the cassette becomes tangled when it is pulled out with a large and fast movement, so reel spins free and some turns of thread comes out from the reel core. Pulling thread after this situation gets thread tangled. As the thread was tangled in the reel, when pulling the thread, it broke due to the extraction was too hard. Final conclusion: taking into account that the cassette received does not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.